Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision where the lead was explanted and replaced because the device was kinked at the anchor, giving it high impedances. The lead was kept by the facility and will not be returned to boston scientific for analysis. The patient is doing great post operatively, coverage has been restored and pain is well controlled.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported analysis therefore a technical analysis could not be performed. The device was retained by the facility. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision where the lead was explanted and replaced because the device was kinked at the anchor, giving it high impedances. The lead was kept by the facility and will not be returned to boston scientific for analysis. The patient is doing great post operatively, coverage has been restored and pain is well controlled.